Event description:
From staff: was giving patient handoff prior to going to lunch. Noticed blood backing up in uac [umbilical artery catheter] tubing. From rn's angle. They could see it leaking at connection. Unsure what the defect was, we elected to replace entire tubing set. There was also a three-inch stain of blood that had leaked out of the tubing from the defect. Provider aware. Plan to repeat istat so will recheck hct [hematocrit] at that time. Baby's hr [heart rate] remains unchanged as does his central capillary refill.